Event description:
Note: this report pertains to the second of two spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that two a spyscope ds ii access & delivery catheters were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, when the first spyscope ds ii was inserted into the controller, the blue light did not turn on and no light visible on the scope. The controller was rebooted, the spyscope ds ii was unplugged and replugged back to the controller; however, the problem was not resolve. They opened a second spyscope ds ii and after 3 attempts to fire ehl in the duct, visualization was lost and the three gray dots appeared. The procedure was not completed due to this event and was reschedule. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a27 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were no elevator marks on the shaft of the catheter. No damage was noted along the length of the catheter or umbilicus cable. An image assessment for visualization was performed. The device was plugged into the controller. The monitor did not display the 5-dot screen indicating it is attempting to connect to the scope, and an image did not display. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl), thru-silicon vias (tsvs), and camera wires. X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires. The handle was opened and the components within were visually inspected. No damage or defects to internal components were observed. The umbilicus cable was unplugged from the pcba in the handle and replaced with a known good umbilicus cable. A clear, live image was displayed on the monitor. The original umbilicus was replaced, and reconnected to the controller. Using teraterm, the controller was placed into calibration mode. A live, clear image was displayed. The contents of the memory on the umbilicus pcba were read and it was found that no calibration data was stored on the scope. The reported event was confirmed. During product analysis, no image displayed when plugging the returned device into the controller. A live image was obtained when the umbilicus cable was replaced with a known good one. Calibration data was no longer present on the umbilicus pcba, which resulted in an inability for the scope to produce an image. Therefore, cause traced to component failure is the most probable cause selected for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that there is one complaint exist for the specified lot related to calibration problems. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that two a spyscope ds ii access & delivery catheters were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, when the first spyscope ds ii was inserted into the controller, the blue light did not turn on and no light visible on the scope. The controller was rebooted, the spyscope ds ii was unplugged and replugged back to the controller; however, the problem was not resolve. They opened a second spyscope ds ii and after 3 attempts to fire ehl in the duct, visualization was lost and the three gray dots appeared. The procedure was not completed due to this event and was reschedule. There were no patient complications reported as a result of this event.